Event description:
It is reported that the surgeon could not thread the cup onto the inserter due to one of the threads on the shell being compromised and would not be able to be properly inserted. The surgeon noted that this issue was not because of the inserter.

Manufacturer narrative:
This report will be amended when our investigation is complete.